Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors was analyzed and found that failure analysis found the primary failure of broken conductor wire to be related to the customer reported complaint. The instrument was found to have a broken conductor wire at proximal end, near the internal wire to pin connection. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Common causes of the failure mode broken--proximal instrument conductor wire - monopolar are attributed to the manufacturing process. Breakage can result from pinched or kinked wires. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to manufacturing. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, while beginning dissection, when he activated the monopolar energy from the monopolar scissors, energy was not being conducted from the instrument to the tissue. Connections and cables were checked for corrections and no error was identified. The or staff decided to change the scissor with another backup monopolar scissor, and it functioned adequately. The procedure was completed with no reported injury.